Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the clinic for a follow-up. Device interrogation yielded multiple high impedance values on the atria lead. In addition, the device stored automatic mode switch (ams) episodes indicating noise on the lead. Subsequently, during prophylactic device removal on (B)(6) 2016, an insulation defect was noted which was repaired by using medical adhesive. Lead measurements following the procedure were stable. No patient symptoms were reported.